Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. The inability to cross the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the stent delivery system (sds) or the stent implant, interactions with other devices or accessory device support. Additionally, difficulty removing the sds through the guideliner may be related to factors such as, but not limited to, manufacturing, anatomical conditions, stent implant outer diameter, damage to the stent implant, kinks, bends, obstructions in the guidliner lumen, damage to the guidliner or guiding catheter, or procedural technique. As the product was discarded by the account, it was not returned for analysis and may have aided the investigation. However, as there was no report of any damage observed to the sds prior to the procedure, this may suggest that a product deficiency likely did not contribute to the reported difficulties. The lesion was also characterized as heavily tortuous with a 90 degree takeoff, which likely contributed to the reported difficulties. It is likely that the sds was unable to cross due to an interaction with the heavily tortuous lesion and/or the 90 degree bend during attempted advancement of the device. Then upon removal, the stent likely interacted with the guideliner, causing it to get stuck as a result. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency. To assure that all products perform according to specification, all sds are 100% visually and dimensionally inspected online during the manufacturing procedure. A sampling of units is destructively tested to verify product quality. A review of the finished product lot history record did not reveal any nonconforming material record issues associated with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for difficulty to remove for this lot. Based on the investigation, there is no evidence to suggest a potential product deficiency.

Event description:
It was reported that the lesion located in the 1st obtuse marginal had heavy tortuosity and a 90 degree takeoff from the left main to the circumflex. Two non-abbott balloons, a 2.5 and a 3.0, were used for predilatation of the lesion. A 6fr guideliner (.056" diameter) was placed for extra support. The vision stent delivery system (sds) did not cross the lesion, and upon retraction of the sds into the guideliner it stuck. The guideliner and the sds were removed together from the patient. The lesion was treated with plain old balloon angioplasty successfully. No patient adverse effects or clinically significant delay in the procedure was reported. No additional information was provided.